Event description:
After placing a stent in the right internal carotid artery, blood flow through the vessel stopped. The pt is a male. The target vessel was described as mildly calcified but not tortuous. The rate of stenosis was 99%. An angioguard distal protection device was successfully placed distal to the lesion. The lesion was pre-dilated with a 4mm balloon at 7 atmospheres (atms). A precise stent was successfully deployed at the lesion and post-dilated with a 5.5mm balloon at 9 atms. After stent placement blood flow stopped. The physician decided to suction the blood around the target lesion and the blood flow was covered. According to the physician, the hypoperfusion was caused by the filter basket being clogged with debris. There was no neurological deficit suffered by the pt. The pt has since been discharged.

Manufacturer narrative:
The product was not returned for eval. Without the device involved available for eval, the exact cause of the incident could not be determined. Review of the device history records relative to the manufacturing, inspecting and packaging of this lot was performed and indicated that this product was final inspection tested and was determined to be acceptable. Additional info will be submitted within 30 days upon receipt.